Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the e309 error was caused by a light source cable. Why the light source cable was not connected correctly or if the light source cable was deflective could not be identified. Therefore, a root cause could not be established. The event of no image was likely caused by wrong output settings. The following directions are in the instructions for use which can prevent the event: " properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to secure the digital light source cable and the error code disappeared. The secondary monitor was having a no color bars issue so tac reviewed the cabling to the primary monitor. The customer mentioned that it was not possible to use the monitor out cable on the cv-180 with the cv-190. Tac instructed the customer to connect a harnessed rgb cable to monitor out port below the serial digital interface out 1 and 2 on the cv-190. Afterwards, an auto -search was performed on both monitors and colors bars were displayed. The issue was resolved and no device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image on the secondary nds monitor however, the primary nds monitor show image as normal. In addition, an e309 error was displayed. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.